Event description:
During a routine neurosurgery follow up, the surgeon wanted to change the setting on the programmable shunt that was implanted in my son but was unsuccessful in doing so. He tried it with the programmer multiple times and the hand held one. The neurosurgeon elected to leave the setting as his and just monitor my son a little more closely.